Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I'm not sure. I bit down as hard as I could and sucked in..then used my fingers to try to mold it in place, but it was still very loose, so I re-boiled it and tried again. This time, when I tried to mold it, it came apart a bit, so I was afraid to mold it anymore.